Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer experienced difficulty intermittently charging the pump battery. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.